Event description:
I use a CPAP machine. Over the last 2-3 weeks, I had difficulty breathing and was getting a raspy voice. I felt that it was difficult to breathe and needed to open my mouth I went to my pulmonologist (dr. (B)(6) at (B)(6)) and was tested and was breathing at only 60% and an inhalent was given to me, which only briefly helped for a couple days. When my husband cleaned the resmed CPAP yesterday, he noticed that there were many small bits of a green filter in the reservoir and inside the machine. It appears that I was breathing these particulates into my lungs. My husband collected these and brought them to a respiratory therapist at lincare in (B)(6). The respiratory therapist replaced the machine with a new machine of the same model. She said that she would RMA the machine and sent it back to the manufacturer. Lincare ((B)(6)) said that she would be sending the old CPAP machine into the manufacturer for repair and if it was returned, lincare would sell the product again.